Event description:
A pt in the emergency room allegedly fell off the stretcher and subsequently expired. The incident occurred approx one and a half years ago and was not reported to stryker at the time of the incident. Per the hosp risk manager the incident was not reported because it was not due to a malfunction of the stretcher. No other info about the circumstances surrounding the incident were provided. The condition of the pt prior to the incident was not disclosed.